Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2010, due to vaginal erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh excision & urethrolysis on (B)(6) 2010 due to erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. It was reported that following insertion the patient experienced erosion into vaginal wall, nocturia, utis, urgency and periurethral lesion. It was reported that patient underwent mesh excision in 2010. It was reported patient underwent surgery for melanoma in 2013. Patient had level 2: erosion.